Event description:
It was reported that two bd alaris smartsite extension set were defective. The following information was provided by the initial reporter: it was reported by the customer that the product are defective.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 22029775. Medical device expiration date: 2025-02-17. Device manufacture date: 2022-02-17.

Event description:
It was reported that two bd alaris smartsite extension set were defective. The following information was provided by the initial reporter: it was reported by the customer that the product are defective.

Manufacturer narrative:
H6: investigation summary: a complaint of defective sets was received from the customer. 75 unopened samples of lot 22029775 were received for investigation. Through visual inspection, the customer complaint was confirmed. All 75 samples had opaque colored tubing at the connector of the two y-sites. There also seemed to be visible solvent at the edges. 6 samples also had kinks in the tubing above the connector. 29 samples were also dirty with some clear/ white colored substance in different parts of the set. 14 sets were tested for flow issues and 6 of these occluded. Two lot numbers were received from the customer. A device history record review for model 20159e lot number 21119807 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20159e lot number 22029775 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 17feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. An investigation was performed and the root cause was determined to be excess solvent added to the connection site. H3 other text : see h10.